Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 5000 mcg/ml fentanyl at an unknown dose and 15 mg/ml bupivacaine at an unknown dose via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had the catheter access port accessed and the healthcare professional (hcp) must've created an air pocket because the patient didn't get medication for 4 hours. The patient reported it was "terrible" when they couldn't get medication. It was reported that the patient started hearing an alarm in (B)(6) of 2019. They hear a long beep every 3 to 3.5 hours. The patient's pump was near the elective replacement indicator. No further complications were reported.